Event description:
The customer reported that when an attempt was made to secure the enclosure shut the teeth will not align. The customer reports that this occurs on the main access window zipper which comes off track. The customer reported that when they put the slider back on and close the window and if their son pushes on the window, the zipper opens up in places. The customer admits that they have been using this zipper constantly for over 5 years. The customer reported that there were no falls or injuries when this occurred.

Manufacturer narrative:
The customer does not intend to return the product to posey for service/repair due to the age of the product and is purchasing a new bed. Note: instructions for use state: never use the posey bed if there is a damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).